Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred after the second day supplies were in use. Tandem's technical support educated the customer on infusion set/insulin labeling. Blood glucose ranged from 500-600's (mg/dl) which was addressed with a bolus via the pump. Reportedly, the customer was not currently experiencing an occlusion alarm with the current supplies.